Event description:
Patient was in operating room having a left hip arthroscopy. During the use of the smith and nephew arthrocare wand, the face plate broke off of the tip of the wand. The face plate was retrieved and removed from the patient. FDA safety report ID# (B)(4).